Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system including this right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead was programmed to lv pacing only, following a prior ventricular fibrillation (vf) storm and hospitalization on life support, with subsequent observations of atrial activity tracking and rv pacing associated with decreased blood pressure. Programming adjustments were performed to prevent fusion, and it was noted that lv pacing morphology appeared narrower compared to rv pacing. Technical services (ts) reviewed the available data and noted that fusion patterns were likely related to lv pacing given the current programming settings and that the left ventricular protection period (lvpp) feature inhibit lv pacing and result in rv pacing delivery. Further evaluation included temporary atrial pacing, during which no farfield oversensing was observed on the lv channel. Review of the presenting electrogram (egm) indicated that r-wave deflections on rv and lv channels appeared aligned rather than lv first. Ts provided reprogramming recommendations, and the field representative confirmed lead positioning via chest imaging. It was further reported on a subsequent review that during right atrial automatic threshold (raat) testing, loss of right atrial (ra) capture appeared to be associated with a slow ventricular tachycardia (vt) rhythm. Ts reviewed the presenting egm and noted that during lv pacing, findings suggested lv loss of capture (loc), as the qrs complex on the shock egm appeared significantly delayed following pacing. During left ventricular automatic threshold (lvat) testing, double deflection on the lv channel was observed, suggestive of potential latency. Additional programming changes did not result in improvement. It was also discussed that multiple rv sensed markers observed on the presenting egm may be attributable to device algorithms or annotations. It was noted that the patient is currently intubated, and ts discussed that the observed behaviors may be related to the patient's overall clinical status, with no additional programming changes expected to resolve the condition at this time. This lv lead remains in service and no additional adverse patient effects were reported.